Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) observed on several ventricular tachycardia non-sustained (vt-ns) episodes. The rv lead was reprogrammed and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) again on stored high rate non-sustained episodes.